Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Additional patient and event information was not obtained due to patient declining further outreach. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-48368. It was reported the patient experienced a fall and had uncomfortable stimulation since then. As a result, the scs system was explanted on an unknown date.